Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the pacemaker exhibited premature discharge of battery. The pacemaker had reached elective replacement indication (eri) on (B)(6) 2022 and end of service shortly after on (B)(6) 2022. The pacemaker was explanted and replaced on (B)(6) 2022. The patient was stable in condition.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the pacemaker exhibited premature discharge of battery. The pacemaker had reached elective replacement indication (eri) on (B)(6) 2022 and end of service shortly after on (B)(6) 2022. The pacemaker was explanted and replaced on (B)(6) 2022. The patient was stable in condition.

Manufacturer narrative:
The reported event of premature battery depletion was confirmed. As received, the device had normal telemetry communication. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found depleted. Hybrid circuitry was tested, indicating elevated current drain, consistent with moisture damage, and depleting the battery prematurely. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.